Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's incision site is reportedly oozing. The recipient was prescribed 14 days of antibiotics. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue reportedly resolved and healed well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.